Event description:
Additional information received reported prior to non-detachment, no issues were encountered. No pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: two axium prime pusher segments were returned for analysis. The actuator interface was found securely attached to the coupler tube. No evidence of detachment attempts was found at this location. The axium prime pusher was found broken at the positive load indicator with the two segments retained by the release wire. A second break was found at the break indicator with the release wire fully retracted out of the pusher. The distal most pusher segment and implant coil were not returned for analysis. No damages or irregularities were found with the coin. The coin was measured at three locations to be 0.086mm @ 0.063mm, 0.098mm @ 0.127mm, and 0.097mm @ 0.275mm, which is within specification (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm 0.105mm @ 0.127mm; and 0.086mm ¿ 0.108 @ 0.275mm). The lumen stop inner diameter could not be measured as it was not returned. Based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed as the distal pusher and implant coil were not returned. Possible causes for non-detachment include but not limited to damaged pusher, coin jammed within lumen stop, shield coil entangle around coil shell or proximal implant, damaged detach element, or blood under shrink tubing. No non-conformances to specification were found that would contribute towards the reported non-detachment. As the distal pusher and implant coil was not returned for analysis, any contribution of the distal pusher and implant towards the reported non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach. The patient was undergoing surgery for treatment of a saccular, unruptured c6 left side aneurysm with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that after the spring coil was delivered into the aneurysm to form a hoop, it could not be deployed and removed from the body and it was replaced with a spring coil of the same model. The physician attempted to detach the coil 2 times with the instant detacher. It was noted that there was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.